Event description:
Report of unexpected negative results when testing sample with capture-r ready ID (crrid) on the galileo. Sample was initially tested with capture-r ready screen I and ii (crrs ii) and resulted positive. The same sample was tested with crrid on galileo, but the result was negative. Testing was repeated with crrid but the results were still negative.

Manufacturer narrative:
Confirmed the reactivity of the e antigen on retention crrid, lot id120. The customer did not return sample or product for further serological testing.